Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: delta v-40 ceramic head 36/-2,5; cat# 6570-0-436 ; lot# 63366004. Trident 0° x3 insert 36mm ID; cat# 623-00-36f ; lot# kj02pp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised. Surgeon reported failed left tha (nature of failure not reported to rep. Unknown if/what specific allegations may apply to which explants). Patient was revised to a restoration modular stem with head and liner.